Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump black box data showed partially discharged batteries were installed into the pump. Additionally, low battery warnings and replace battery alarms were observed in the pump¿s history. The returned battery cap was able to fully tighten to the pump. The pump was able to power up with the returned battery cap. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. (B)(4).